Event description:
It was reported that the implant was placed in site 7 lost integration and was removed. No further impact to the patient. No relevant patient history was reported.

Event description:
It was reported that the implant was placed in site 7 lost integration and was removed. No further impact to the patient. No relevant patient history was reported.